Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump recurred with frozen display. Customer stated that pump started to vibrate and beeping. Customer changed batteries but pump did not turn on. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display, frozen screen, vibrate and beeping anomaly found on mar 22, 2022. The device powered up properly after battery installation. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored for several hours and no blank display, frozen screen, vibrate and beeping anomaly noted during the testing. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected vibrate, beeping anomaly, audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 03/20/2022 07:07:07.000, 03/20/2022 07:17:00.000, 03/20/2022 09:22:21.000, 03/20/2022 09:32:00.000, 03/20/2022 11:36:45.000, 03/20/2022 11:46:00.000, 03/20/2022 17:33:28.000, 03/20/2022 17:34:25.000, 03/20/2022 17:44:00.000, 03/20/2022 18:03:08.000, 03/20/2022 18:13:00.000. Power loss alarm was recorded and found in the formatted history file on: 03/20/2022 18:14:21.000, 03/20/2022 18:14:32.000. Pump error 23 alarm was recorded and found in the formatted history file on: 03/20/2022 18:14:04.000. The battery was removed on 03/20/2022 18:03:08.000 and 03/20/2022 18:13:00.000, pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display, frozen screen, vibrate and beeping anomaly were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.